Event description:
The spinal incision did not heal and became infected. The infection then tracked to the pump. The pump system was explanted. The patient outcome was reported as 'recovered without sequela?'. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
12/01/2008 the lead has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.